Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that when taking the post-operative spin, the spin did not transfer to the navigation system. It was noted that the drape over the reference frame was blocking te camera from seeing it so the spin did not have a nav tag. The surgeon confirmed the screw placement using images on the mobile viewing station (mvs). The system was tested at the time to verify that everything would transfer as expected if the reference frame and imaging tracker were visible and it did. There were no unused scans. There was no delay and no impact to the patient. It was reported that the image will transfer via pushing to the stealth, however, a process of registration called ¿point merge¿ would have to be used in order for the surgeon to navigate. The scan will also transfer via usb if needed.